Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was not infusing medication at correct rate that was programmed. The event occurred in the neonatal intensive care unit during an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.